Event description:
It was reported that the battery leaked into the battery compartment and the insulin pump has a blank display. Customer was trying to change the battery and noticed the fluid in the battery compartment; the battery was inserted and a while later the device was not turning on. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No moisture damage was noted. The operating currents could not be performed and no battery alarms could be confirmed due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.